Event description:
Reporter indicated a vns therapy pt was scheduled for re-implant; however, the revision for the revision was not given at the time of the initial report. A battery life calculation revealed the pt's generator was 0.24 years until the elective replacement indicator read "yes". The pt underwent vns therapy replacement surgery. Intra operative diagnostics resulted high impedance. Good faith attempts to obtain add'l info have been unsuccessful to date.